Manufacturer narrative:
(Complaint number: (B)(4)). No samples (actual or unused) were received for evaluation. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. No pictures were received. No further clarification of the issue was received following multiple attempts at obtaining the information from customer. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint to our supplier for their investigation and comments. Production documents of the concerned batch were reviewed and there is no documentation which indicates a deviation. Retain samples were visually inspected and no defects were found in the safety lock parts. Safety mechanisms were activated and were found to work properly and lock with audible click. Functional testing was performed. Pull force between protector and stopper was measured; results were within specification. Move force and return force were also measured; results were within specification. The complaint could not be confirmed. Recommendation to the customers: please refer IFU. Do not use if product has sustained any transport damages. We appreciate it being brought to our attention as we continuously strive to improve greiner products and services.

Event description:
Customer states that a needle stick injury occurred when the needle separated from the device after a blood draw. The event was not life threatening, did not result in permanent impairment of a body function, did not result in permanent damage to a body structure and did not necessitate medical or surgical intervention to preclude permanent impairment or damage.